Event description:
In 2004, the pt was treated for a 6 cm diameter abdominal aortic aneurysm with a gore excluder bifurcated aaa endoprosthesis. In 2008, post implant cta images showed a distal type I endoleak from the contralateral limb causing the aneurysm to grow to 6.3 cm. On the following month, the pt underwent a reintervention with two additional gore excluder aaa endoprosthesis inserted into the pts right side. The right hypogastric was coiled and covered during the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. Add'l devices implanted into the pt and related to this event.